Manufacturer narrative:
(B)(4). According to the complainant, the suspect device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could no be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 15, 2019 that a wallflex biliary rx covered stent was implanted to treat a malignant stricture in the common bile duct during a biliary stent implantation procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, on (B)(6) 2019, imaging was performed and the stent was found to have migrated. The stent was removed with a snare. Per the physician, the stricture had resolved when the stent migrated. There were no patient complications reported as a result of this event.